Event description:
It was reported to philips that the system did not emit x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the reported problem occurred during diagnostic procedure issue got happened and the procedure got aborted and completed by using another system. It was reported that the system did not emit x-rays. Review of the log file confirmed the defective cube malfunction which shows application error: generator exception occurred¿. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the cube was defective. Fse replaced the cube. After the replacement of cube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.